Manufacturer narrative:
Per the fsr, the o2 sensor was causing out of specification o2 readings. He replaced the o2 sensor. The unit operated to manufacturer's specifications. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the oxygen (o2) sensor did not work. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the oxygen (o2) sensor into a laboratory use electronic patient gas system (epgs). Connected the epgs to a system 1 simulator and central control monitor (ccm), attached o2 and air at 50 pounds per square inch (psi). Entered a perfusion screen on the ccm and waited the fifteen-minute o2 sensor warm-up period. The epgs calibration was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at five liters per minute (l/min) and 100% o2 was 2.04 volts (v). Air flow was set at five l/min and tested the actual o2% output and ccm reading compared to the set point. When the set point was at 80% the external analyzer was reading 76%. At a set point of 60% the analyzer was reading 52.6% and at 40% the external analyzer was reading 33.3%. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.